Event description:
It was reported that a patient underwent an unknown procedure in 2024 and suture was used. Post-op, it was reported by the sales rep, that her customer, a hand surgeon has complaints regarding the sutures that have been recommended to him in place of the discontinued chromo gut suture. He was using monocryl plus but he states that it does not dissolve rapidly enough and patients are coming back with complaints of retained sutures and skin irritation and itching. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: additional information received from the sales rep via email on oct 23, 2024: I do not have any more information in regards to this situation. I can schedule a call with surgeon if needed? Additional information received from the sales rep via email on oct 15, 2024: I do not have any more information from the events other than what I have provided. 2nd additional information request message sent via email on october 15 2024: for this single event (pc-001712294), please respond the following: - please provide the product code. - please provide lot number. - please inform the patient¿s current health status and condition. - was dehiscence noted? - was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed)? If so, please clarify. - was there any alleged deficiency with the suture? - please clarify how many devices were used on this single event. - please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). - please confirm if the device(s) is/are available for product return. If yes, please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. It was reported that "...patients are coming back with complaints of retained sutures and skin irritation and itching..." - please confirm the number of patients affected by these issue? - have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). Please provide information requested below for each patient/event. - what are the procedure name(s) and date(s)? - can you identify the lot numbers and product code of the product that was used? - what is the quantity involved per procedure? - what is the most current patient status? - was dehiscence noted? - was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed)? If so, please clarify. - was there any alleged deficiency with the suture? - please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). - please confirm if the device(s) is/are available for product return. If yes, please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking . The manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.